Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found no similar incidents from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the non-tortuous, non-calcified, superficial femoral artery (sfa) the armada 18 balloon dilatation catheter was used in the anatomy and noted to leak at the hub during the inflation attempt. The device was removed and replaced without reported issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.